Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe. There was no patient consequences reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon noted that the head end of the device was broken and debris fell into the chest . Remove all the parts and confirmed that it was intact when putting all the parts together. No additional information could be provided.